Event description:
It was reported that an asymptomatic patient presented in or for normal eri device change out. No electrical anomalies were detected. Externalized conductors were observed via fluoroscopy. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.